Manufacturer narrative:
This report is being submitted under alternative summary reporting e2015054. This summary report is part of the 227 pilot program. The 1 reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 1</noe> malfunction event which is associated with the use of the device in terms of user experiencing difficulty to take out or get rid of a device and/or device components, even if the operation is being performed according to labeled instruct patient information is not confirmed for the event.